Event description:
A surgeon reported a pt with a myopic shift following intraocular lens (iol) implant surgery. In a follow up with the surgeon, he reported the pt was also experiencing glare and halos during the day. The surgeon reported the myopic shift was a result of a calculation error and he is not blaming the iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional info was requested on 10/22/2010, 10/26/2010, 11/03/2010, and 11/09/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).